Event description:
The patient stated that she had issues with the sensors and hasn't been able to wear one for the past few days. The patient stated the tape wasn't adhering, and she was having an allergic reaction as well. The patient declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.